Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that no issues were noted with priming or running machine prior to extracorporeal membrane oxygenation (ECMO) initiation. When first initiated, revolution per minutes (rpms) were 4000 for 4 liter per minute (lpm) flow. Pressures were not documented at this time. No images were available.

Event description:
It was reported that patient was placed on centrimag with euroset oxygenator. Within 1.5 hours the flows through the oxygenator decreased dramatically. They adjusted cannulas and changed cannulas for better flows with no help. They removed oxygenator and replaced with nautilus oxygenator with centrimag pump and flows corrected immediately.

Manufacturer narrative:
Section a: patient information requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.